Event description:
Consumer had rented a scooter at a casino and when he leaned back on seat, the seat back allegedly fell off, causing the consumer to allegedly fall. Injury is alleged.

Manufacturer narrative:
The user is a (B)(6) male, (B)(6). The users preexisting medical condition consists of respiratory problems. His stability and medication regimen are unknown. The users technique while using the device is unknown. The maintenance history of the device is unknown. The user rented the unit from a casino in (B)(6). He allegedly did not sign anything and allegedly did not receive any paperwork on the use of the unit. He alleges that he was not asked his weight by the employee at the casino. The user was allegedly in line at an atm around 12 noon. He stepped out of the unit to stretch and sat back into the unit. The user stated that the back of the chair allegedly broke off causing him to fall backwards. His legs allegedly caught against the front bars, this caused the entire unit to topple backwards on top of the user. The user did not seek medical attention at the casino. The user allegedly sustained injury to his back and had some difficulty breathing. The user did seek medical attention once he was home. He was provided pain medication. The user stated that his back was swollen and could not walk the next day. The user also had pain in the head and neck area. He was allegedly going to go to a chiropractor on (B)(6) 2012. Invacare advised the user that our scooters only support up to 350 lbs. In addition, we do not have confirmation that the product is ours. If the product is ours, it is definitely not rated to support (B)(6).